Event description:
Boston scientific received information that there was erosion of the posterior aspect of the pocket. There were no visual findings for infection, but pocket infection was presumed. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.